Event description:
The customer reported that the left (live) monitor would not produce an image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A lemo connector pin was loose and was adjusted. The system was then found to be operating as intended.